Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunctions were verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was hot to the touch when the pump was plugged into a power source, and emitted a burning smell. Additionally, the pump battery was unable to initiate charging despite using multiple usb cables, wall adapters and power sources. The customer's blood glucose (bg) was 217 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.